Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tpvr procedure with a 26mm sapien 3 valve in a conduit, mild paravalvular leak (pvl) was noted. It was decided to place a second 26 mm sapien 3 valve approximately 1 cell roll further into the main pulmonary artery overlapping the first 26mm sapien 3 valve. Post-dilation with was performed, and no pvl was apparent on ice or angiography. The patient was sent to recovery in stable condition.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for deployed valve exhibits paravalvular leak was unable to be confirmed due to unavailability of procedural imagery. As reported, 'during a transfemoral tpvr procedure with a 26mm sapien 3 valve in a conduit, mild paravalvular leak was noted. It was decided to place a second 26 mm sapien 3 valve approximately 1 cell roll further into the main pulmonary artery overlapping the first 26mm sapien 3 valve. Post-dilation with was performed, and no pvl'. Since the second valve was deployed '1 cell further into the main pulmonary artery overlapping the first 26mm sapien 3 valve', so the incident valve (first) could be not landed in the target location resulting the pvl skirt not sealed against the target site and paravalvular leak. As such, available information suggests that the procedural factors (valve positioning and deployment technique) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.